Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it was retained at the user facility. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the sac growth of 21mm, type 3a endoleak of the aortic components with complete component separation, and explant event/incidents were confirmed. This is consistent with the reported adverse event/incident. The most likely causation for the sac growth of 21mm and the type 3a endoleak with complete component separation is anatomy related due to the increase in the aortic angulation from 25 to 85 degrees (aortic remodeling). The final patient status was reported as being well after an explant procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata. Corrections: g4: date of received by manufacturer. H3: device evaluated by manufacturer. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Manufacturer narrative:
The device will not be returned for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with an afx bifurcated stent graft and a vela suprarenal aortic extension to treat an abdominal aortic aneurysm (aaa). Approximately six and a half (6.5) years post initial procedure during a routine follow up, a commuted tomography angiogram (cta) scan identified an interval increase in size of the infrarenal abdominal aortic aneurysm (classified as aneurysm enlargement of unknown diameter). It was also reported that there was an area where the structural lines of the endograft have separated along the left mid aspect of the graft (classified as a type 3a endoleak with component separation). A re-intervention was completed on (B)(6) 2020 and the physician explanted the stent graft. The patient was reported as doing well after the explant procedure and the explanted device is not available for evaluation.